Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the balloon burst when it was in place. There were leakage consequences and the catheter could not stay in place (only 3/4 days). The nurse noticed the balloon was porous for the first catheter and when the nurse used the second catheter, the leakage occurred immediately.